Event description:
It was reported that during a da vinci surgical procedure, the harmonic curved shears (hcs) insert installed on the harmonic curved shears instrument broke during the procedure. It was reported that a fragment broke off and fell into the patient. The fragment was retrieved and the planned procedure was completed successfully. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the clamp arm with the white pad broke off. Evidence is not conclusive, but damage is likely due to mishandling/misuse. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Manufacturer narrative:
The harmonic curved shears (hcs) insert has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be generated after the instrument is returned and evaluated.